Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/21/2020.

Event description:
The customer reported o2 (oxygen) cell failure error appearing. The remote service technician recommended to do est (extended self-test) to calibrate o2 cell. The device was in clinical use at the time the issue was discovered, however, there was no patient involved. The customer completed est (extended self-test) to correct the problem. No parts were replaced. The device successfully passed performance specification testing after the repair was completed.